Event description:
Patient had a cardiac tamponade likely due to transeptal puncture. However, 4 (B)(6) catheters/sheaths were in the heart at the time of the noticed effusion, so I have been asked to report all of these for investigation. The physician does not think that the catheters were the cause of the effusion. The patient required drain to be put in, which required extended hospitalization as they needed to monitor the patient with the drain in. No ablation was performed. The procedural act was >300 seconds. The perforation was noted on the lateral wall of the left atrium. The stsf was not used for mapping prior to the adverse event, just the octaray. The sl0 sheath was used for transseptal puncture. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".